Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. According to the instructions for use (IFU) warnings: · use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. · if the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. · the novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. Internal reference complaint#: (B)(4).

Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report# 1222780-2018-00100. It was reported a physician performed an uneventful novasure endometrial ablation on (B)(6) 2018, the physician received several cavity integrity assessment (cia) tests using two disposable devices. The physician suspected a perforation and aborted the procedure. It is unknown if intervention was required. The patient is "ok".

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release.